Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the pyxibus module controller board and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer was not detected on the communication bus, all pockets are failed on this full-height smart cubie drawer. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus. The customer added that they were unable to access medication and caused delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all pockets were failed on this full-height smart cubie drawer. The field service engineer replaced pyxibus module and drawer board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
The following fields have been updated with corrected information: d1, d4, e2, e3.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer was not detected on the communication bus, all pockets are failed on this full-height smart cubie drawer. There were no adverse events or injuries reported based on this incident.